Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was due to the lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that no diagnostic tests were performed that were reported to the study team. The cause of the high impedance remains unknown. Last programming data on the file was from (B)(6) 2015 and showed that electrode 9 still had high impedance. No actions were taken as a result of the event.

Manufacturer narrative:
Product ID 3888q45, lot# va0has4; product type lead product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3888q45, lot# va0j1r6, implanted: 2014 (B)(6); product type lead product ID 3888q45, lot# va0has4, implanted: 2014 (B)(6); product type lead product ID 3888q45, lot# va0j1r6, implanted: 2014 (B)(6); product type lead product ID 3888q45, lot# va0has4, implanted: 2014 (B)(6); product type lead.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that there was high impedances on a patient in a clinical study. There were high impedances with electrode 9. The pairs 0/9, 1/9, 5/9, 6/9, and 7/9 were out of range. The impedances were greater than 10,000 ohms. The patient was not using that electrode and the patient did not notice an issue. No symptoms were reported. The manufacturing representative reported that the last report dated (B)(6) 2015 the impedances were also high with electrode 9 pairs. No symptoms were reported. Relevant medical history included: non-malignant pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not experience a clinically undesirable experience. There was high impedance on electrode 9 greater than 10,000 ohms at 0.7 amps and greater than 40,000 ohms at 3.0 amps. The outcome was ongoing with no further action needed. No actions were taken as interventions. Diagnostic methods included device interrogation. The etiology was noted as leads. The etiology was noted as not applicable to the device or therapy and not related to the procedure. No signs or symptoms were reported.